Manufacturer narrative:
The event was likely not due to a component level malfunction and instead due to an incorrect hose connection as the water temperature was sufficiently low meaning there was no issue with the unit cooling the water. Rather, the wrap was not receiving the correct flow, which would likely be due to the hose connection.

Event description:
It was reported that the patient is febrile and trying to cool using manual mode. It was reported that there is s temperature deviation alarm. The current water temperature was 4 degrees but the wrap did not feel cool to touch.

Event description:
It was reported that the patient is febrile and trying to cool using manual mode. It was reported that there is s temperature deviation alarm. The current water temperature was 4 degrees but the wrap did not feel cool to touch.